Event description:
It was reported to a physio-control customer service representative that the customer's device showed the charge-pak, attention and service wrench icons in the readiness display. The device might not be able to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cf 803.56.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control evaluated the device and verified the reported failure. It was observed that the device did not display ok and displayed the charge-pak, attention and service wrench icons. The device would not power on to charge and shock defibrillation energy. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty. The follow-up medwatch report should indicate: physio-control evaluated the device and verified the reported failure. It was observed that the device did not display ok and displayed the charge-pak, attention and service wrench icons. The device would not power on to charge and shock defibrillation energy. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device did not display ok and displayed the charge-pak, attention and service wrench icons. The device would not power on to charge and shock defibrillation energy.it was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to two electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.